Manufacturer narrative:
Other, other text: the returned device was evaluated. The device was found have a solder defect on the technology board. This causes the device to be able to measure a waveform, but spo2 or pr measurements cannot be obtained. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device does not read o2 sats and pr accurately. There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device does not read o2 sats and pr accurately. There was no patient impact or consequence reported.